Manufacturer narrative:
The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye as the patient complained of seeing double and was bothered by halos. A vitrectomy was done and a non-johnson and johnson lens of 19.5 diopter was used as a replacement iol. Patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 6/7/2022 section h3: device returned to manufacturer ¿ yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to halo vision or poor visual acuity could be identified. Based on the return condition of the lens, no further product evaluation can be performed. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed two complaints, although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.